Event description:
Contact in italy reports that during an arthoscopic procedure the insulating ceramic portion of the mitek electrode broke off. The ceramic fragment was retrieved from the joint at the time of the event, and no pt injury or complication was reported as a result of this situation. If this was to recur and the fragment not retrieved, it is possible that pt injury could potentially occur.